Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was displaying a service code 205. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 205) was confirmed. Upon investigation intermittent bga connections were discovered on the ram chips (u100 and u101), which caused the reported service code 205. The root cause for the intermittent bga connections could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the u100 and u101 failure. The patient received a replacement monitor.